Event description:
It was reported that the lead had intermittent oversensing, varying and high impedance, and a lead fracture was suspected. The lead will be removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.